Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 09:57:40. During night drain cycle one, the patient's ultrafiltration reading was 1404ml, indicating the home patient (hp) drained 1404ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not greater than 1.6 times the largest prescribed fill volume, not meeting iipv criteria. The false positive for iipv was caused by an incomplete fill. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.